Manufacturer narrative:
(B)(4). The pump was received with a insulin pump error alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to insulin pump error alarms. The pump was also received with case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads. No damage to the belt clip rails noted during physical inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the rail of the insulin pump was broken and clip is pulled form insulin pump. The customer's blood glucose value was unknown at the time of incident. The insulin pump will be returned for analysis.